Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath, valve assembly, and dilator were received for product evaluation. The three components were received mated together and could not be disassembled. The components were decontaminated as per terumo medical corporation's policies and procedures. After decontamination, the device components were disassembled and subjected to visual analysis and no damage was noted on the sheath. The crosscut valve was viewed under microscope and damage was noted on the valve. No damage was seen at the sheath inner lumen. No damage was noted on the dilator tip. The complaint can be confirmed for fluid issue. Based on the damage observed, it is likely the tip was inserted off-center resulting in damage of the crosscut valve. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was an r2p case done and the doctor was using a left radial artery approach to treat both left and right external iliac, also left (superficial femoral artery). The doctor advanced the destination slender in left radial artery through guidewire advantage 035 which reached left sfa, then started the angioplasty & stenting procedure from left sfa, external iliac, and the right external iliac. During the procedure the cross-cut valve was having blood leakage, even the users was advanced the dilator into the destination slender in a coaxial alignment, so the users would like us to investigate if any problem for the valve. It did not affect the procedure and the patient was well. The whole procedure was done without any complication nor adverse event. The blood loss was less than 250cc's. The patient was stable, and the procedure was completed using another device. There was no patient injury, medical/surgical intervention required.